Event description:
It was reported via medwatch number (B)(4) that the heartmate 3 mini-apical cuff was sutured to the apex of the heart during a procedure that was supposed to be placement of a heartmate 3 left ventricular assist device via left anterolateral thoracotomy. This was going to include exposure and repair of left common femoral artery and common femoral vein and transesophageal echocardiogram (tee). Hemostasis was not achieved. It was noted that there was a question of whether or not the heartmate 3 pump was not flush with the mini-apical cuff. The regular apical cuff was then used. Hemostasis continued to be difficult to achieve. The device was returned for testing.

Manufacturer narrative:
Section a: a1, a4 patient initials and date of birth were not provided. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
This event was found to be supplemental information to MFR # 2916596-2024-02689. The manufacturer is closing the file on this event and the investigation results will be reported under MFR # 2916596-2024-02689.